Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was subsequently "high" per continuous glucose monitor readings and was addressed with a manual correction injection. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.